Event description:
During an in clinic follow up, noise resulting in oversensing was noted on the device. The device was explanted and replaced to resolve the event. The patient was stable.

Manufacturer narrative:
The reported event of over-sensing was not confirmed. The pacer was received from the field with battery voltage above elective replacement level, reaching replacement level during the analysis. Electrical and mechanical analysis performed indicated normal functionality. Sensitivity test under field settings found no anomaly, and visual inspection of the header and connectors found no contamination or foreign material that could contribute to the reported complaint. Longevity assessment was performed, based on field settings, and the device exceeded projected longevity indicating normal battery depletion.